Event description:
Note: this report pertains to one of two captivator small hexagonal snares used in the same procedure. Manufacturer report # 3005099803-2014-01953 addresses the first device, while manufacturer report # 3005099803-2014-01954 addresses the second device. It was reported to boston scientific corporation that two captivator small hexagonal snares were used during a procedure on (B)(6) 2014. According to the complainant, the devices were being used to remove large flat polyps. Once the loop of the first device was placed around the target polyp, the user attempted to close the loop around the polyp. However, the loop would not retract back to the sheath. It was reported that part of the device broke, but clarification of the damage was not provided. The same issue occurred with the second snare; therefore, another device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: visual evaluation of the device found that the handle cannula detached. Evidence from the handle assembly process was found on the handle cannula. Functional evaluation was not performed due to the condition of the device. The complaint was confirmed. However, the root cause of the handle cannula detachment could not be determined. There is an investigation in place to address handle cannula detachment issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of two captivator small hexagonal snares used in the same procedure. Manufacturer report # 3005099803-2014-01953 addresses the first device, while manufacturer report # 3005099803-2014-01954 addresses the second device. It was reported to boston scientific corporation that two captivator small hexagonal snares were used during a procedure on (B)(6) 2014. According to the complainant, the devices were being used to remove large flat polyps. Once the loop of the first device was placed around the target polyp, the user attempted to close the loop around the polyp. However, the loop would not retract back to the sheath. It was reported that part of the device broke, but clarification of the damage was not provided. The same issue occurred with the second snare; therefore, another device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the event of handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.